Manufacturer narrative:
The lay user/patients meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter and test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) USA alleging that their onetouch ping meter read inaccurately high compared to another meter as well as reading inaccurately erratic. The complaint was classified based on the customer care advocate (cca) documentation. The patient stated that the alleged product issue occurred at 8am on (B)(6) 2016. At this time the patient obtained inaccurate erratic results of 175 and 95mg/dl with the subject meter. These results were taken over 20 minutes apart, however, so do not meet lfs' criteria for determining the possibility of an inaccuracy. In addition the patient also obtained a result of 420mg/dl with the subject meter and 329mg/dl on another device within 30 minutes of one another. These results do not exceed lfs's accuracy criteria. The patient manages their diabetes with insulin pump therapy and stated that at 8am on (B)(6) 2016 they had consumed more food and/or drink in response to the alleged product issue. The patient stated that 20 minutes after the alleged product issue occurred they passed out. The patient was taken to the emergency room (e.r) as a result of this and was given IV glucose from a healthcare professional by means of treatment. The patient had their blood glucose measured on an e.r meter at this time, but could not recall the result which was obtained. At the time of troubleshooting the cca noted that the unit of measure was set correctly on the subject meter and an approved sample site was used to obtain the results from the lfs meter. The patient's products were replaced and requested for evaluation. This complaint is being reported because the patient claims to have obtained inaccurate readings on the subject meter which led to them suffering symptoms suggestive of serious injury after the alleged product issue began.